Event description:
Customer stated when floseal was mixed and pushed through the applicator, it looked like the inside of the metal tube may have had some fragments or some sort of black/ grayish coloring the lead on to the floseal. Follow-up clarification with customer site: they explained that the floseal, prior to going into the applicator, looked fine. When they went to get the applicator ready for surgery, they excreted some of the product. It initially looked like a light grey so then they began to push more and it got progressively darker, black. They thought that the metal tube may have had some fragments of some sort. They did not use it on the patient. He advised that this was not a reused applicator. The sample is not available.

Manufacturer narrative:
This is being reported to the agency as a conservative measure. Although no sample is available from the reporter, we have launched an investigation into this case and will update the agency with the investigation findings as soon as possible.